Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the secondary medication expected to infuse over 1 hour at 999 ml/hr took 1.5 hours. A "chemo lock" closed system was used with the secondary and primary sets. No patient harm was reported. After the event, the logs were downloaded but found to be overwritten so no log review was possible, and the pc unit was not sequestered. The biomed performed accuracy and other testing on the pump module and found it to be infusing within specification, a cracked hinge was also replaced but was not found to contribute to the event.